Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) has been added. D4 (primary UDI number) has been updated. D6a (implantation) & d6b (explantation) has been added. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an automated impella controller showed an error. The controller was swapped with another controller to continue patient support. No patient harm was reported.